Event description:
It was reported the pt had heating at the ipg site that was unrelated to when she charged the ipg. The pt reported there was nothing she could do to decrease the sensation. It was reported the pt had scheduled an appointment with the physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.